Event description:
Procedure: wedge resection. According to the reporter: the instrument was placed on lung tissue, was closed and was fired. The instrument could not be opened after firing and had to be cut out off tissue. Scissors were used to cut around the sulu and it was removed. A second device was then applied and fired.

Manufacturer narrative:
(B)(4).